Manufacturer narrative:
Date of event: the event date was not provided and estimated to (B)(6) 2022.

Event description:
It was reported that the device became entrapped on the guidewire. A 2.4mm jetstream xc catheter and thruway guidewire were selected for use in an atherectomy procedure. The jetstream catheter made one pass through the lesion. However, when the catheter was attempted to be retracted through rex mode, the catheter became entrapped on the thruway guidewire. Both the catheter and guidewire were removed and then exchanged for new devices.